Manufacturer narrative:
Device/model: battery/bat221780. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: it was reported that the patient was experiencing power switching, critical battery alarms and the controller display did not show any notification. The controller ((B)(4)) and four ((B)(4)) batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices revealed that the controller and batteries passed visual examination and functional testing. The reported controller not displaying the critical battery alarm could not be confirmed; the controller displayed the alarm as expected. Log file analysis revealed that the controller, (B)(4), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of data files revealed power switching events due to momentary disconnections involving (B)(4) and power switching due to communication errors involving (B)(4). Additionally, two (2) critical battery alarms due to communication errors were recorded involving (B)(4). As a result, the reported power switching and critical battery alarms were confirmed. In addition, the reported "alarm notification" not showing in the controller is likely due to momentary disconnections, which will not cause a visual alarm. The most likely root cause of the reported power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported critical battery alarms can be attributed to communication errors. Heartware is investigating momentary disconnections. Other devices involved in this event: (B)(4). Device available for evaluation: yes, 2017-11-03. Device evaluated by MFR: yes. (B)(4). Device available for evaluation: yes, 2017-11-09. Device evaluated by MFR: yes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial aware date 07-sep-2017. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: (B)(4) - battery / catalog number 1650de / expiration date: 30/06/2017. Not returned to manufacturer. (B)(4). (B)(4) - battery / catalog number 1650de / expiration date: 30/06/2017. Not returned to manufacturer. (B)(4).. (B)(4) - battery / catalog number 1650de / expiration date: 31/08/2017 not returned to manufacturer. (B)(4).. (B)(4) - battery / catalog number 1650de / expiration date: 30/06/2017 not returned to manufacturer. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the controller exhibited a critical battery alarm and power switching. It was also reported that there was no alarm notification showing on the controller display. The controller and all associated batteries were exchanged. No patient complications have been reported as a result of this event.